Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced mild presyncopal symptoms. Review of the stored electrograms indicated a strong likelihood of an external source of electromagnetic interference. The patient will be instructed in emi sources and will continue to be monitored normally.